Event description:
A male pt contacted lifecor customer support to report that when either battery pack is placed into the charger the fault light illuminated. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery charger - 2005. Battery packs - 2008. Device eval summary: device evals of battery charger, battery packs has been completed. The reported problem was confirmed. The cause of the lights not lighting up on the charger was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Battery pack had defective cells. The root cause of the defective cells was probably the inability to charge this battery pack. Battery pack was fully functional. It was retested and restocked. No adverse event resulted from the damaged charger or battery pack. The pt received replacement charger and battery packs.